Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in microcentrifuge/ vial, with residue and debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -09.00/+2.0/088 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was not exchanged for another lens. The problem was resolved.